Event description:
During shift check, customer reported that the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) when start of compression. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) when start of compression" was confirmed during functional testing and archive data review. The root cause of the reported complaint was due to a rusted and dusty drive train motor likely attributed an aging device. The autopulse platform was manufactured in 2014 and is 9 years old, well past the expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, noted load plate cover defected with the hole that affects the watertight seal. The root cause of the observed physical damage was likely attributed to mishandling, such as a drop. The load plate cover needs to be replaced to address the observed physical damage. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to the age of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The archive data indicated several ua02 (compression tracking error) on and around the reported event date, thus confirming the reported complaint. The autopulse platform failed functional testing due to ua02 being displayed after first compression of operation, thus, confirming the reported complaint. The drivetrain motor had rusted and dusty at the brake housing area. The brake assembly was cleaned using isopropyl alcohol (ipa) to remove the corrosion. However, the brake was unable to activate as intended condition. The drive train motor needs to be replaced to address the ua02 message. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for the autopulse platform with sn (B)(4).